Event description:
Incident reported as: staff members found drops of blood near chest tube container. On inspection, it was found that the chest tube was leaking blood from the blue port on red clip. No further information available. No medical intervention or patient injury reported.

Manufacturer narrative:
Sample has been requested, but not received yet. Addition information regarding complaint and also lot# has also been requested.